Event description:
It was reported that (5) devices were used during a bowl resection. It was reported by the rep that the surgeon tried to fire the tlc75 instrument across the bowel and the blade would not advance, staples would not deploy. A reload was put in and the result was the same. A second tlc75 was opened and fired properly. A reload was put in and it would not deploy staples, nor cut (lock out). A new reload was tried and it performed properly to complete the case. There was no consequence to the pt.